Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). Although expected, the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 28g gastroscope was used during a gastroscopy procedure performed on an unknown date. According to the complainant, during the procedure, the scope was leaking air at the distal end. The complaint device was used to complete the procedure. There were no patient complications reported as a results of this event.